Event description:
The customer contact reported unrequested bolus dose delivered. On an unspecified date and time, the device was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 1mg pca dose, a 10 min pt lock out, and a 20 mg 4 hr dose limit. After an unspecified length of time, the nurse noted the display indicated 0 demands had been requested; however, the display indicated 15mg had been delivered. The device was removed from clinical service. Therapy was discontinued and the physician ordered an unspecified pain medication IV push to be given as needed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.79ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- ml (+/-%). No unrequested bolus delivery was noted throughout the testing procedures. The device was rec'd w/o a pt pendant. Testing was conducted using a test pt pendant. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicates that on (B)(6) 2013 between 1147 and 0320, the device was turned on, the device was programmed to deliver a drug concentration of 1mg/ml, in the pca only mode, with a 1mg pca dose, a 10 min lockout, a 20mg 4 hr dose limit, the door was locked, there were fifteen 1mg pt initiated deliveries, 15mg totals cleared, a new stamp (B)(6) 2013 occurred, door was open and lock 3 times. Between 0322 and 0415, there were two 1mg pt initiated deliveries, 2 unmet demands, 1 check vial alarm, 1 check syringe alarm, door was opened twice, door was locked once and the device was powered off. A review of the history indicates that the device delivered as programmed. This report represents all the info known by the rptr upon query by hospira personnel.